Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the change in therapy was not due to positional movement. Patient reported going to their healthcare professional (hcp) as she had been urinating and felt like she was getting a uti. Patient was told she had blood in her urine and two other things. It was confirmed that the patient had uti and was prescribed medication. Patient did not have her patient programmer (pp) during and was sent home with a pamphlet and wanted the patient to set it up, however the patient was having difficulty. Prior to the call the patient had tried to connect to the device but was unable to change programs. Patient had access to their pp, synched their device with the pp, and saw that the stim was on. Patient had the ability to change programs and adjust stimulation. Patient felt stimulation in the correct area. The reported issue was not resolved. It was reviewed with the patient that it was too soon to determine if switching programs and adjusting settings will resolve symptoms as it takes time with this therapy, therefore titrations should be discussed with the hcp. Patient was also told that until the uti is cleared she may not experience the same results as without uti. Patient was advised to consider completing voiding diary to track progression/therapeutic response. Patient was able to successfully switch to recommended program 3. No device issue reported. No further symptoms reported/anticipated.